Event description:
It was reported that noise on the atrial channel was noted during device replacement. The lead was kept in service and the device was reprogrammed. The patient was in stable condition after the event.

Manufacturer narrative:
(B)(4).